Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and loss of capture. The ra lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.